Event description:
The olympus representative reported the evis-exera iii gastrointestinal videoscope was receiving no water supply on the secondary water channel. No patient injury or procedure impact was reported. During the device evaluation, it was discovered that foreign material was coming out of the auxiliary water channel due to the secondary water channel being blocked. This report is to capture the reportable malfunction of the unknown foreign material in the auxiliary water channel caused by insufficient cleaning and handling found at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of no water supply to the auxiliary channel was confirmed. Additional issues were identified during the device evaluation: the suction cylinder was scraped with a cleaning brush; the angle wires were stretched; there was deterioration damage to the adhesive; part of the insertion tube was deformed due to a handling issue; a crack appeared in the resin due to handling; and the universal cord was deformed. The legal manufacturer performed an investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. It has been confirmed that the nozzle was replaced on (B)(6) 2021. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, (B)(6) was initiated from another facility for the same device, and a similar complaint (B)(6), was initiated from another facility for the same device family. Conclusion: the root cause could not be identified; however, the reported phenomenon could be attributed to insufficient removal of foreign material that invaded the auxiliary water channel due to insufficient cleaning/rinsing. The reprocessing manual's suggested event can be prevented by its implementation: "reprocessing the endoscope" (and related reprocessing accessories) and "cleaning/disinfection/sterilization edition reprocessing of endoscopes and accessories to be reprocessed together." Olympus will continue to monitor field performance for this device.